Manufacturer narrative:
Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare for evaluation. The circuit was visually inspected. Results: visual inspection revealed holes in the evaqua (expiratory) limb, about 0.5cm and 2.5cm from the patient end connector. A lot check was not performed as a lot number was not provided. Conclusion: based on the visual inspection, the evaqua limb appears to have been punctured with a blunt object. We were unable to determine what had caused the observed damage. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing is performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits, such as the rt240 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions supplied with the rt240 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with our rt240 user instructions.

Event description:
A hospital in (B)(6) reported via our distributor that an rt240 adult dual heated breathing circuit had holes in it, causing it to leak. This was found during the ventilator leak test, prior to patient use.